Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. Review of the device history records showed no issues were found during the manufacture of the device. The pre-case plan and CT scan imaging were requested; two post-procedure CT scan imaging were provided but the pre-case plan was not provided. The patient was treated for a thoracic aortic aneurysm on (B)(6) 2023, with a relay pro (28-m4-28-195-28u) thoracic stent-graft. There were no issues reported during implantation of the device. Review of the post-procedure imaging acquired on(B)(6)2023 shows good positioning with no endoleaks and no device migration. The 2-year follow-up imaging dated (B)(6)2025 shows no changes on the device positioning with no presence of endoleak and no migration compared with the imaging from 03/17/2023. The narrative reports cardiomyopathy at the 2-year follow up; cardiomyopathy is a group of heart muscle diseases that weaken or thicken the heart muscle, making it difficult for the heart to pump blood effectively. This can lead to various complications, including heart failure, arrhythmias (irregular heartbeats), and sudden cardiac death. There is no indication that the reported adverse event was related to the device. The patient is reported to be doing well and is scheduled for the 3-year follow-up. The root cause of the reported failure of cardiomyopathy could not be determined.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject present an aortic aneurysm on (B)(6) 023, relaypro bs was used. During the 2-year follow-up visit, site reported clinical heart failure (jvp 12, 1+ edema), cardiomyopathy (possible lad territory infarct) and shortness of breath for the subject." Patient outcome: "pi monitoring subject."